Event description:
It was reported that the patient experienced unexpected therapeutic effects upon having pump system implanted. On the same day of implant on (B)(6) 2012, the patient was heavily sedated, experienced hypotension and a reduced respiratory rate which "nearly needed ventilation." The pump was put on minimal rate and baclofen was discontinued. The events resolved 24 hours later on (B)(6) 2012. The events were assessed as medically significant (serious) by the reporter the medication batch paperwork was reviewed and no abnormalities were found. The qa department concluded that the quality of the medication batch was "good and fit for purpose." The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).